Event description:
On 12/9/1997 the account rec'd a negative result of s/co = 0.30 for the hiv-1/hiv-2 assay on a known seropositive pt sample, which was on the axsym analyzer. When the same barcoded pt sample was repeated, a positive result was given. According to info from the account, the false negative result was not reported.